Manufacturer narrative:
Failure event observed during analysis. Final analysis found high current was present in the device. The cause of the high current remains undetermined.

Event description:
This report is to advise of an event observed during analysis.